Event description:
Additional information received reported that the cause of the seven revisions was persistent pain at the device site, mobility at the device site, significant patient weight loss, and the patient had device infections. The implantable neurostimulator (ins) and lead were involved in the event. The patient had a back hardware infection and the first two leads became infected. She had lost significant weight with improved continence, and the device was very mobile. There were pain issues at the device site. Troubleshooting included a physical exam and plain films. Actions taken to resolve the issue included removal and treatment of infection, infectious disease consult to prevent infections, conversations with other implanters, and device relocation of the ins. The event cause was determined and was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient had had seven revisions. The cause of the revisions was unknown. The patient just had a revision on (B)(6) 2014. The implantable neurostimulator (ins) was flipping in the pocket and a flipped device was confirmed. The patient saw her doctor the week prior to the report and the issue was determined at the visit. Diagnostic testing and troubleshooting included impedance testing and reprogramming. Symptoms included pain at the device pocket associated with the ins being flipped in the pocket. A pocket site revision was done on the day of the report, the same product was used, nothing was explanted, and a new pocket site was used. In the new pocket site, the ins was sutured in place to prevent any flipping in the future. The patient experienced some post-surgery pain and the device was working well for her. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the device flip was due to patient weight loss. The patient was admitted to the hospital a day prior to her device revision to receive a dose of antibiotics to help prevent infection. The patient recovered from all surgeries and was currently doing well. The device and therapy worked very well for the patient. Additional information indicated that the patient only had five revisions, not seven revisions as previously reported. This report describes a revision the patient had due to the device flipping. Three of the revisions are related to infection and one of the revisions is related to a device flip with another device. Additional information indicated that the patient experienced infections with other devices and not with this device. Information regarding these infections is included in MFR. Reports #3004209178-2015-06245, #3004209178-2015-06248, and #3004209178-2015-06256. Also see MFR. Report #3007566237-2015-00948 regarding another device flip and a revision.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0anxz, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).